Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the helium leak and isolate the leak to the pneumatic module assy. Once the defective component was replaced, the unit passed all functional tests and returned to the customer.

Event description:
N/a.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) displayed helium leak. There was patient involvement but no harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.